Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert indicating that the right ventricular lead exhibited oversensing noise. The patient did not receive high voltage therapy due to this. The patient was brought into clinic and noise was reproduced with isometric testing. Lead insulation damage was suspected. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was capped and replaced. The patient was stable throughout the procedure.